Manufacturer narrative:
Method: a visual inspection was completed. The device history and sterilization records were also reviewed. Results: visual inspection revealed that an incomplete lead was returned. It was in two segments. This prevented any functional testing from being able to be performed. The device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the complaint could not be confirmed for "serious injury." The lead was returned incomplete. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt was implanted with an scs system. The pt had abdominal pain immediately after the surgery. His doctors tried to medically manage the symptoms through a series of f/u appointments. In late (B)(6), the pt expressed concern to his doctor regarding bladder/bowel control. The pt was immediately referred to and met with a neurosurgeon who recommended the removal of the system. The entire system was explanted on (B)(6) 2010.